Event description:
It was reported that on (B)(6) 2024, a 10 mm amplatzer septal occluder was selected for an implant using a 6f amplatzer trevisio intravascular delivery system(atv). During the procedure, the device was inserted and positioned, the first disk was deployed. The device could not be positioned properly, it appeared as cobra shape, so the device was removed. Then the device was re-inserted, at the second attempt to deploy the first disk, a malformation was seen, the disk had lost its shape. Device was removed from the patient prior to released from the delivery cable, no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. A new 11mm amplatzer septal occluder device was then opened and deployed as per normal. There were no adverse patient consequences. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and a 6f delivery sheath was used. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.